Manufacturer narrative:
.

Event description:
No new information was received.

Manufacturer narrative:
The outcome attributed to adverse event of "disability" no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event type and description was updated from the device being too big and treating the patient's skin at the implantable neurostimulator (ins) scar site to skin necrosis at the implantable neurostimulator (ins) scar site. It was also clarified that the ins was explanted and not replaced on (B)(6) 2017. The seriousness of the event was also updated from "resulted in a permanent impairment of a body structure or a body function and required in-patient or prolonged hospitalization" to "required in-patient or prolonged hospitalization. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was too big and was threatening the patient's skin at the ins scar site; a risk for infection was also noted. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the issue. The etiology was stated to be related to the device/therapy, but not related to the implant procedure; the ins was noted. It was also noted that the event resulted in a permanent impairment of a body structure or a body function and an in-patient or prolonged hospitalization. The actions/interventions taken to resolve the issue included explanting and not replacing the ins on (B)(6) 2017; the issue was resolved without sequelae.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2017, product type: extension.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that no infection developed and the leads remained in the patient. It was also noted that the extension was explanted on (B)(6) 2017. No further complications were reported/anticipated.